Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the sensor will not calibrate. During troubleshooting cts determined the patient's bg was 515 mg/dl, and advised patient that cgm will not take a calibration over 400 mg/dl . Patient was advised to treat and attempt to recalibrate. The alleged sensor issue is not likely to cause an adverse event because the sensor has no affect on insulin delivery, and is not being reported. The owner's booklet instructs the user to contact animas if a broken or defective sensor is suspected. Per the manufacturer, it is the patient's responsibility to make sure the sensor stays adhered to their skin. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported because the patient experienced hypoglycemia subsequent to use error of not making sure the sensor was attached.